Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air went into the pt's eye during a vitrectomy procedure. The air was removed from the infusion line and the line was clamped to complete the procedure with no harm to the pt.